Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2022 and suture was used. During the procedure, the suture pulled off the needle when sewing the wound in the perineal incision. The needle was not found at that time. The next day, it was found in the photo that the needle was at the muscle layer of the perineal wound. Under spinal anesthesia, the needle was removed from the perineal wound, the suture was replaced, and the perineal wound was sutured again. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, weight, bmi at the time of index procedure -unk on what tissue was the suture used? - muscular layer of perineum what was the tissue condition (normal, thin, calcified, fragile, diseased)? -unk how was the suture placed (interrupted or continuous)? -continuous how was the suture originally tied (multiple knots, square knot, etc.)? -unk what instruments were used in this procedure to handle the suture? -needle holder did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? -no. What is the physician¿s opinion as to the etiology of or contributing factors to this event? -unk what is the patient's current status?: good. If applicable, will product be returned? If so, please provide the return date and tracking information.